Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had received an unspecified cartridge alarm. There was no reported impact to the customers blood glucose level. The customer was not available at the time of the call to troubleshoot with tandem technical support. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.